Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was discovered inside two 150ml intravia containers. The pm was further described as a piece of plastic floating inside the bag. The issue was identified during testing prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: the actual devices were received for evaluation. A visual inspection was performed which identified small particulates inside the bags. A small clear plastic piece was floating from the membrane port of the bags. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot should additional relevant information become available, a supplemental report will be submitted.